Event description:
On 4 occasions nurse performed venipuncture which resulted in needle popping out of the holder when the tube was pushed onto the ice was applied to pt's hematoma. No other medications given.